Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was already hospitalized for heart failure and water retention. On (B)(6) 2021, her blood glucose level rose to 1100 mg/dl. She became unresponsive and was transferred to the internal intensive care unit. The patient was treated with an insulin perfusor and remained there for two days and nights. She was then transferred to the normal ward for another two weeks. The patient assumed that the pump was not delivering properly because, after her values stabilized, she used the pump again and her values immediately started to rise again.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.